Event description:
A flotrac was being set up for use, when it was noted that the tubing was leaking when flushed. It was then noted that the tubing was cracked. A new flotrac was obtained and set up accordingly. No patient harm.